Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the description of the event, once diathermy was applied, combustion occurred due to flammable vapors and/or disinfectant that was around or on the operative site. There are warnings in the erbe esu user manual addressing these issues (i.e., not to use flammable disinfectants or if using a flammable disinfectant, it must be dry/completely evaporated prior to activation.). No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during the removal of condylomas in the scrotal area. A wet-shaving-technique was employed. When the user activated the esu, a combustion/fire occurred in the direct vicinity of the operative site. As a result, the patient suffered 2nd degree burns/necrosis in the perineal and scrotal area as well as the lower abdomen. No information was provided in regards to the size of the area that was affected. A wound dressing was applied to address the situation. Note: the esu was distributed by our parent company ((B)(4)) to a (B)(6) medical facility.